Event description:
Customer called to report that the unicel dxc 800 synchron system generated multiple low total bilirubin (tbil) results. Although multiple attempts were made, customer did not provide patient information or specific result data. Customer indicated that four patients had results of 0.1 mg/dl (milligrams per deciliter), which were 0.4 to 0.6 mg/dl upon repeat. The incorrect results were not reported outside the laboratory. Therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and performed cuvette centering. The fse also replaced the sample probe, replaced the bent reagent mixer paddle, and loaded the correct lot of bilical software. The fse also recalibrated the tbil successfully. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the issue is not known, but was resolved with the hardware repairs performed by the fse. Customer has not called back to report any further issues relating to this event. (B)(4).